Event description:
Patient was being treated for spinal stenosis. Surgeon used normal psf procedure with taurus screws and rods. When trying to disconnect the driver from the screw head (a d6.5 x l45mm screw), the star feature (t25) on the end of the driver broke off. Subject had 48 hrc as per material spec. T25 tip sheared inside screwhead and removed. Another driver was used without harm to patient. No x-ray, user techniques, patient info were provided. Plausible causes may be wear and tear, usage exceeding mat'l stregth, skipped hole preparation, etc. The cause is indeterminate without further information from the user.